Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.5/2.5/94 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2022. On (B)(6) 2022, the lens was exchanged for a longer length lens due to low vault with rotation. The exchange resolved the problem. Cause is reported as the device. Reportedly, status of the eye is "vision well," and "icl stable."